Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed.(B)(6). Bluetooth pairing test: pass. Performed share log review and no issues were found. Bin file analysis: pass. The patient's complaint was not confirmed because the device passed all tests the reported event of a failed transmitter error was not confirmed. The root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.